Event description:
While transecting the appendix and mesoappendix the surgeon utilizing the endo gia experienced the stapler not opening back up after entering the abdomen. A second device was opened and the load would not open on the second device. The second device was the same lot number.